Event description:
User facility reported that the 15mm connector of the manual resuscitator became disconnected and was unusable. Another device was used.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.